Manufacturer narrative:
The product was not returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the reported diabetic coma, hypoglycemia, and medical intervention. No product lot number was reported; therefore, no qualification records were reviewed.

Event description:
The pt reported while traveling on a plane about 3-4 years ago, she went into a diabetic coma due to low blood glucose. The doctor who was on board placed her on an intravenous therapy. They also noticed the IV was leaking so the nurse who was on board gave her a manual glucose injection. After she disembarked, she was evaluated by emergency medical tech, but she did not want to go to hosp. At the airport, her bg was reading 40 mg/dl so she drank some soda to bring her bg back up. She could not provide any further info at this years ago.